Event description:
A spherical mammosite balloon was being inserted under ultrasound blood guidance into the right breast. The balloon was placed and then saline was infused. During the infusion, the balloon began to leak and saline spilled out. The balloon was removed and a second one was placed. There was no harm to the patient as a result of this incident.